Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter analysis found: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified a break in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6). Implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 13-sep-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump. It was reported that a healthcare provider via a company representative stated that the patient was presented with lower back pain following a spinal fusion. The patient had increased pain. The patient had the pump implanted through (B)(6) 2021. He moved to south dakota where he had his pump managed until he recently moved back to minnesota. The patient stated that the pump relief his pain, but his pain level increased recently due to increased activity. The patient had their pump interrogated. A catheter study was performed. The pump system was intact and functional. The tip was visualized at t8, however, the physician noted that the catheter was very sluggish and was only able to aspirate 1cc of the clear fluid. Ther was some dye leaking. The patient was recommended for catheter revision. A new spinal segment was implanted. It appears that there might be a fracture around the anchor on both distal and proximal products that will be sent in for analysis. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.